Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was admitted for sepsis on (B)(6) 2018 due to (B)(6) bacteremia and epidural abscess status post de-compressive laminectomy. On (B)(6) 2018, patient developed chest tightness as well as shortness of breath and nausea. Recurrent inferior stemi was diagnosed and he was urgently transferred for cardiac catheterization. Angiography revealed two coronary endoleaks in the mid rca, leaking into a pseudoaneurysm and into the right ventricle (likely from erosion of the vessel wall with struts from the previously deployed stents (3.5 x 18, 3.5x 23 rx vision). Surgery was not a good option so three overlapping graftmaster covered stents were successfully deployed in the pericardial space. The patient tolerated the procedure well and was admitted to the cardiac care unit in satisfactory condition. The use of the graftmaster stents did not cause or contribute to complications or adverse events. No additional information was provided. Concomitant medical product: stent: rx vision (3.5 x 23 mm, 3.5 x 18 mm, 3.5 x 12 mm); medtronic resolute onyx (3.5 x 22 and 3.0 x 38 mm). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three rx vision devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the patient was depressed and attempted suicide. He was rescued after 20 hours and admitted on (B)(6) 2018. Cardiac catheterization on (B)(6) 2018 showed 1-vessel coronary artery disease, with 60% proximal, 40% mid and 80% distal stenosis in the large dominant right coronary artery (rca). Stenting of the entire body of the dominant right coronary artery (rca) was performed with 5 over-lapping bare-metal stents: rx vision 3.5 x 12 mm, rx vision 3.5 x 18 mm, rx vision 3.5 x 23 mm, rx vision 3.5 x 23 mm and rx vision 3.0 x 23 mm coronary stents. The entire vessel was stented due to a retrograde dissection from stenting of the distal lesion (rx vision 3.5 x 12). On (B)(6) 2018 patient presented with inferior wall st segment elevation myocardial infarction (stemi). Coronary angiography revealed complete proximal rca stenosis and diffuse in-stent restenosis in addition to in-stent thrombosis (rx vision 3.5 x 18 mm, rx vision 3.5 x 23 mm, rx vision 3.5 x 23 mm), sparing the most proximal (3.5 x 12 mm) and most distal (3.0 x 23 mm) of the stented segment. Two non-abbott stents (3.0 x 38 mm and 3.5 x 22 mm) zotarolimus-eluting stents were deployed as treatment. Patient was discharged on aspirin and ticagrelor. Patient had recurrent chest pain and underwent repeat angiography on (B)(6) 2018 which showed continued patency of the stented rca.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of myocardial infarction, perforation, thrombosis and stenosis as listed in the multi-link vision coronary stent system instructions for use are known patient effects that may be associated with coronary stenting. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that the perforation was larger than expected and a third graftmaster was required. There were no device issues with any of the three graftmaster covered stents; they performed as intended. No additional information was provided.